Event description:
It was reported that during a laparoscopic cholecystectomy procedure, prior to using the device, the surgeon tried a couple of clips outside the patient and the clips came out scissoring. Did not use the device on patient. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the er420 device was received in good visual condition. In an attempt to replicate the reported incident the device was functionally evaluated. During the analysis, the device was cycled and sixteen clips were ejected and then, it locked out as intended. No conclusion could be reached as what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.